Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of having high blood glucose of 448mg/dl. Customer treated with a bolus. Troubleshooting found that the customer changes their site every 5 to 7 days and was advised to change every 2 to 3 days. Customer declined high blood glucose troubleshooting.